Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the reason for call was to get MRI information. The patient's family reported to the caller that the stimulator has not been working for 5+ years. The caller did not have other details about the issue with the system. Troubleshooting was not required. The issue was not resolved through troubleshooting. T no further complications were reported/anticipated at this time.